Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infected reclaim stem 18x140 and a 24x95 proximal body. Pinnacle dpx cup 72. Doi: unknown, dor: (B)(6) 2020, left hip.